Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device'), fallopian tube perforation ('perforation (fallopian tube)\malposition of essure device, migration of essure device'), uterine perforation ('perforation (uterus)\expulsion of essure device') and angina pectoris ('heart pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: extreme mood swings"), hot flush ("hot flashes"), asthenia ("lack of energy") and alopecia ("hair loss hair was falling out in patches in the middle of my heads"). In january 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), angina pectoris (seriousness criterion medically significant), arthralgia ("knee pain"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, dysgeusia, mood swings, hot flush, female sexual dysfunction, asthenia, depression, anxiety, migraine, blood iron decreased, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, angina pectoris, arthralgia, abdominal pain and headache outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, angina pectoris, anxiety, arthralgia, asthenia, blood iron decreased, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.4 kg/sqm. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - in (B)(6) 2018: total bilateral occlusion, breakage of essure device, perforation (fallopian tube), perforation (uterus), malposition of essure device, migration of essure device, expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Lab data and medical history added. Event injury nos replaced with events hormonal changes describe: extreme mood swings, lack of energy, hot flashes, vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction type: metal taste in mouth, apareunia, apareunia (inability to have sexual intercourse), depression, anxiety, migraines / headaches, blood or heart disorder/condition type: low iron, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube), vision/eye problems type: blurry vision, fatigue, weight gain, hair loss, heart pain, knee pain, abdominal pain, headaches , perforation (uterus), breakage of essure device , malposition of essure device, migration of essure device, added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.